Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was noted with non-sustained right ventricular oversensing on the electrogram. Noise was suspected. Some events were binned as fibrillation. The patient had no adverse consequences.